Manufacturer narrative:
The two complaint related needles were returned for investigation (needle #1, lot a6992 and needle #2, lot t0011). The needle manufacturing records were reviewed and it was found that 11 electrical hi-pot issues were recorded for lot a6992, while no related deviations or concerns were found for lot t0011. The needles' electrical malfunctions were not confirmed as they passed all investigative testing. All electrical properties were found within specification; the needles passed testing on a vi system and both operated in I-thaw mode several times with no issues. Based on the investigation results, no failure was found. The treatment was completed with no patient injury.

Event description:
It was reported that during a renal cryoablation procedure, 3 icerod cx and 1 icepearl needles were used. During the first freeze cycle, muscle spasm was observed. The physician located the two needles causing the issue by turning of all needles and restarting one at a time. The needles were moved to different channels and the freezing intensity was lowered. Both actions were taken in an attempt to resolve the issue, but were unsuccessful. The treatment was completed. The patient presented with a hematoma, but the physician could not say if it was related to the spasm. Upon follow up with the distributor, it was confirmed with the physician that there was no intervention required for the hematoma. The patient was on anticoagulants, which was put on hold as advised.